Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 1553201035, 510k# k113174 and upn (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays for t8-sacrum fusion show a persistent deformity in the sagittal and coronal planes. There is a bilateral rod fracture at the inferior aspect of the construct. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis of initial surgery: degenerative lumbar kyphoscoliosis (t9/s2) procedure used in the initial surgery: thoracolumbar vertebra posterior fusion pre-operative diagnosis for revision: reinforcement was performed with 4 rods due to rod breakage (t9/s2) it was reported that the patient underwent a fusion surgery due to degenerative lumbar kyphoscoliosis using rods. Post-op, the rods at both sides of l3/l4 level broke. Additional surgery was performed as a result of the event. The rod of the caudal side was removed and replaced by a new rod. Part of the broken rod was left as it was, and reinforcement was performed with 4 rods. No patient complications were reported as a result of the event.